Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had flow issues. The following information was provided by the initial reporter: blood tubing malfunction, ns flush line was clamped but ns still back flowed into the prbc bag while it was infusing resulting in the patient getting an extra 100ml of fluid and diluting the blood that was infusing. Line had to be clamped x 2 with green clamps to prevent backflow. Level of harm: no apparent harm - reached the patient/person device information. Device name/description: set blood transfusion alaris pump non-vented 308cmx33ml 180 micron filter 15 drop with 1 smartsite valve manufacturer code/model: 2477-0007.